Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lp1l, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4).below are the analysis findings and test results: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lack of efficacy. Patient did also report that they never felt the device worked that well for them. Programs were changed and issue did resolved. It was then reported that patient had back problems and needed an MRI so an explant was scheduled. More information was received on (B)(6) 2019 with report of the explant having occurred on (B)(6) 2019 for the need of an MRI for patient¿s pre-existing back issues. Device was sent back to medtronic for analysis. No further complications were reported or anticipated.